Manufacturer narrative:
Last maintenance performed in late 2005. The preventive maintenance program requires to check the covers every year. A proposal for replacement covers has been sent to the customer. Interium fix adheres covers in-place.